Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports unspecified breathing problems. Customer saw md, had chest x-ray, unspecified heart evaluation, both with negative findings and prescribed an albuterol inhaler.